Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, there was a "bad" image caused by an intermittent connection to the video baton. The procedure was completed using another glidescope avl video baton 3-4, which was made available in about one (1) minute. No harm to the patient was reported.

Manufacturer narrative:
The customer declined the option to have the reported glidescope avl video baton 3-4 returned to verathon for evaluation. Upon review of the device history for the serial number (B)(4), it was determined that the device was manufactured on november 30, 2018 and is past the two (2) year expected product life as outlined in the glidescope video laryngoscopes operations and maintenance manual (omm). Since the device was not returned to verathon for evaluation, the cause could not be determined, but it is likely that the age of the device, three (3) years and ten (10) months, may have caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.